Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - unit shut down on pt. No harm to pt. Findings/actions taken: ran pump for 20 mins on battery. Less than 20 mins on battery, alarm sounded. Approx 2 mins later, the pump stopped with audible alarm. The battery voltage 11.4 volts, charge voltage ok 13.7 volts. Replaced battery.